Manufacturer narrative:
The reported failure was confirmed through investigation analysis. Visual inspection revealed dried body fluid on the device handle, main body tubing and distal end. Spline 4 is broken at its proximal end. The end of the spline was torn out from underneath the proximal collar and the break appears to be along the proximal edge of the collar where it meets the shaft joint. The adhesive that secures the spline to the proximal collar appears normal. Stress marks were also found on the distal end of spline 4. The deployment shaft is bent in the direction of the broken spline, compressing splines 3 & 5. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device passed a curve test and there was no issue with deploying the array.

Event description:
It was reported that a spline break occurred. During a atrial fibrillation mapping procedure with a intellamap orion catheter, a broken spline was observed when the catheter was removed from the patient. The procedure was completed. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a spline break occurred. During a atrial fibrillation mapping procedure with a intellamap orion catheter, a broken spline was observed when the catheter was removed from the patient. The procedure was completed. No patient complications were reported and the patient's current condition is fine.